Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion tubing. The customer's blood glucose level was 201 mg/dl. The customer was instructed to prime the tubing until the air bubbles were removed.